Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient moved and was seen by a new physician. The patient had complaint of pain and thinning tissue at the device site. The device was moved sub-pectoral and remains in use. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.